Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : will not be returned to manufacturer

Event description:
Customer reportedly received the following results on the aviva system within 4 and 5 minutes, respectively: 1. 226 mg/dl and 107 mg/dl 2. 191 mg/dl and 97 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the strips. Replacement was sent.